Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. Users are instructed to input the current date and time when setting up both the primary and backup controllers. According to the IFU, controllers are expected to function for at least one year. Controllers with real time clock errors would not likely cause or contribute to death or serious injury. The controller will continue to power the pump. The real time clock has a different power source from the pump parameters display and alarms. This will result in user annoyance with no affect the function of the pump. Controllers with inaudible "no power" alarms have the potential to cause death or serious injury. Inability to hear an alarm may result not being aware of a pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A vad coordinator emailed to report that a patient's backup controller indicated a "no power" alarm failed to sound when it was interrogated in clinic.&#2057;n addition, the date and time on this controller was 1/01/00.&#2068;he controller was removed from service and the patient issued a new backup controller.&#2068;here was no reported patient issue or injury associated with this event.

Manufacturer narrative:
The reported event of a real time clock reset was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device passed visual examination and functional testing. The controller was received with its real time clock (rtc) reset to zero. This can be attributed to a depleted real time clock. This is most likely due to an extended period of time where the controller was not connected to an eternal power source. However, when set to the current date and time, the rtc was able to retain the new settings. When both external power sources were disconnected from the controller, the no power alarm emitted met specifications for both duration and volume. The most likely root cause of the reported event can be attributed to a depleted real time clock, most likely due to an extended period of time where the controller was not connected to an external power source. The controller was able to retain the date and time after allowing the real time clock to fully charge. No failure was detected for the no power audible alarm. The alarm met specifications for both duration and volume. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.